Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An anuerx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Both the yri rx16115 and yrecx1655 stent graft limbs were placed on the contralateral side. It was reported that the patient presented emergently approximately fifteen years later and a CT study showed migration of the bifurcated stent graft in to the aneurysm sac and a type ia endoleak. The current aneurysm size is a 75 mm. As per the physician, the cause of the event cannot be determined. A secondary intervention procedure was carried out the following day and two endurant aortic extensions were implanted. It was reported that the aortic extension ettf3232c70e was inadvertently deployed below the flow divider and subsequently obstructed flow down the contralateral limb. A fem-fem bypass was carried out to restore flow to the contralateral limb. As per the physician, one of the contributing factors was that the c-arm was unable to "tilt" or "angle" into the cranial position as a result of the base arm hitting the bottom of the base stand of the or table. No additional clinical sequelae were reported and the patient is fine.